Event description:
The customer stated that she replaced the electrodes on the cobas 6000 c (501) module on (B)(6) 2019 and has been having issues with ise indirect na for gen.2. Na recovery will drift after a few hours for an unspecified number of patient samples. The customer stated that she needs to re-calibrate in order to get the values back to normal. The customer has tried using more than one na electrode. The issue occurred between (B)(6) 2019 and corrected reports were issued for some patient results. The customer provided data for one patient sample with an erroneous na result that was reported outside of the laboratory. The sample initially resulted with an na value of around 150 mmol/l. When tested on another analyzer, the sample would result with an na value of around 141 mmol/l. The repeat value was believed to be correct. The patient was not adversely affected. The serial number of the c501 analyzer is (B)(4). The customer stated that she replaced the electrode again with an electrode of a different lot number and the issue was resolved after this. The field service engineer could not determine a cause. The customer replaced all electrodes prior to the engineer's arrival. He checked the gear pump pressure and rinse mechanism dispense volumes. He ran precision studies. The customer calibrated and ran controls. Controls were acceptable and the system was found to be working within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.